Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient dislocated his knee again. Patient was having extreme cramping in his hamstrings. Upon hyper flexing the knee, surgeon notes some separation of the the insert from the tray, but not enough to disassociate it. However, first assistant then lifts up on the back of the femur, as the patient likely would during a "cramping episode", and the poly easily dislocate. It appears that there is laxity in the quad in deep flexion. The quad is shortened, repaired, and reinforced with mesh in an attempt to keep the patient from stretching it back out. Multiple attempts were made to disassociate the insert without it taking place. The insert was exchanged as a precautionary measure as it is not intended to be loaded in the manner it was while disassociated. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.